Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 1 year post implantation of a left total talus component, the patient presented with anterior medial aspect pain. Treatment is unknown. Attempts have been made and all available information has been provided.